Event description:
A malfunction was reported by a distributor in france involving a pump, where a malfunction alarm identified as 0-0x21b7 was received multiple times. There was no adverse impact to the customer¿s blood glucose level since no specific blood glucose information was provided. To resolve the issue, the pump was reset and a replacement pump with serial number 1524071 was arranged for delivery. The device was set to be returned by january 26, 2026.